Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented for a follow-up, episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Further testing and programming changes were recommended. There were no consequences for the patient.

Event description:
New information received indicates that when the patient presented for a routine follow-up, episodes of non-sustained oversensing were observed. The physician elected to take no action other than to monitor the patient.